Event description:
The physician attempted to harvest a skit graft with the dermatome. On the initial attempt, the graft was shredded and unusable. The physician and the surgical nurse adjusted and reassembled the dermatome. The physican attempted a second harvest after preparing the site. The second attempt resulted in a 4cm laceration anterior to the first site on the left thigh. The physician sutured the laceration, and the pt did not appear to have any other problems due to the occurrence. Device usage problem: device malfunction - that is, the device did not do what is was supposed to do.